Event description:
It was reported that the patient heard their device beeping. It was also reported that the right atrial (ra) lead had high impedance, oversensing and no capture. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The programmer s2d data file (B)(4) shows an alert event for "atrial bipolar lead impedance greater than 3000 ohms," on (B)(6) 2012.